Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that abnormal gel separation in the bd vacutainer® sst¿ ii advance plus blood collection tube was noticed after it had been received from the clinic nine days after the initial collection, and a repeat blood collection was done four days after the observation with the same outcome. The following information was provided by the initial reporter: specimen collection details: sample came from clinic. No details on specimen collection as samples have been discarded by lab staff. No information on sample mixing and handling as well. Sample receiving time - (B)(6) 2019- 5:14pm; sample collection in the morning ¿ (B)(6) 2019- 8:09am. Other information: abnormal gel separation observed. A repeat collection was done on (B)(6) 2019 with same outcome. No information available on patient clinical history.